Manufacturer narrative:
A beckman coulter field service engineer replaced the cc (cartridge chemistry) sample probe collar wash valve (solenoid valve) to resolve the issue. No further leaking from the cc sample probe were observed. (B)(4).

Event description:
The customer reported a cc (cartridge chemistry) sample probe leak on their unicel dxc 800 synchron system. The customer stated the leak was contained to the instrument and described the volume of the leak as approximately 2-3 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.